Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door locking failures." The evaluation found the device was received with door not fully latched messages which is most likely what the reported symptom was referring to. These messages were caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had "door locking failures." It was also reported that there was no pt involvement.